Event description:
Patient reported obtaining back-to-back blood glucose results of 124 mg/dl and 61 mg/dl, while using the suspect device. Patient indicated that, based on the value of 61 mg/dl, she self-treated by having a glass of orange juice. No patient injury was reported. Valid quality control testing had not been performed on the system (patient's control solutions had expired). Technical support requested the return of the suspect product and replacement product was shipped.